Event description:
The customer reported about a ventilator failure. No injury reported.

Manufacturer narrative:
For investigation the device log file and further information about the case in question were requested. Unfortunately, no further information could be provided so that based on the given no analysis could be performed. Therefore, the root cause for the reported ventilator failure could not be determined. In case of a ventilator failure the fabius shuts down automatic ventilation, accompanied by a corresponding audible and visible alarm. The user can switch to manual ventilation. Monitoring is still functional.